Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the blood glucose readings were running in the 300s and 400s mg/dl range. The blood glucose reading at the time of call was 313 mg/dl, which was treated with manual injection. She did not report any symptoms of high blood glucose. Advised the customer to change the entire infusion set, reservoir and insulin as soon as possible. The customer was sent tubing clamps to continue with proper troubleshooting. After the customer received the supplies, it was reported that the insulin pump failed the high pressure test twice. Advised replacement of the insulin pump. Nothing further reported.